Event description:
The manufacturer's representative reported after the pump was replaced, the patient experienced an overdose. The pump had been filled with 3000mcg concentration of baclofen, but programmed for 1000mcg, so the patient received 3 times his dose for 12 hours. "Pump programmed by person unfamiliar with this patient's pump maintenance care. The patient required intubation and was stable on the ventilator with no apparent deficits. The patient was discharged and had medication refill of the compounded drug done by a home health care agency. The manufacturer's representative reported the pump diagnostics checked out okay, though a volume discrepancy was reported with the refill and the patient's tone had not returned. The hcp planned on checking the catheter.